Event description:
It was reported that pump screen was heavily scratched, which made it difficult for patient to verify entered numbers. There was no reported impact to the customer¿s blood glucose level. Customer declined technical support follow up, no additional information was obtained, and customer was out of warranty and in process of obtaining new device while no further action was required by technical support.